Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead and right ventricular (rv) lead both exhibited high thresholds and no capture. Lead revisions were done for both leads and they remained in use. However, several days after the leads were revised, the rv lead became dislodged. A revision of the rv lead was attempted, but threshold measurements were again high in several positions, so the physician elected to explant and replace the rv lead. No patient complications have been reported as a result of this event.